Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pt called back and reported experiencing the previous oor issue, now occurring in group b. Pt noticed the absence of stimulation three days ago, even after charging the ins and confirming stimulation was turned on. Pt attempted to turn stimulation off and back on, but this did not resolve the issue. When increasing the stim, the oor message appeared. Agent instructed pt to switch to group a, which restored stimulation, and pt was able to increase the stim. Agent redirected pt to the hcp and mdt rep for further assistance.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported their sti mulator was not working. Patient stated they charged their implant yesterday afternoon and it was at 30% and they charged it up to 70% but it was still not working so they texted the representative who told them to call patient services. (Pss). Pss walked the patient through closing out of all running apps and connecting to the handset. Patient was on group a with program 1 at 3.7. Patient tried to increase the stimulation and got therapy increase not available. Patient switched to group b and got the same issue with increasing their stimulation. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Patient mentioned they have been having a lot of pain in their joints again and going down their left leg where they can't walk again this past 2 weeks. Patient stated they had an appointment with their doctor tomorrow.